Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had fluid flow with the twist clamp closed. The event was further described as ¿continued to leak effluent after they closed the transfer set." This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however wet contamination protocol was initiated. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). B5: during follow up, it was clarified that only one (1) transfer set leaked from the female connector with the twist clamp closed. H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occlude feet. There was no evidence of over-torquing on the legs of the occlude feet. The reported condition was verified. The cause of the leak was due to the broken occlude feet. The cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.